Event description:
Customer reportedly obtained results of 47mg/dl, 36mg/dl, 71mg/dl, and 80mg/dl on the aviva system within 10 minutes. No action taken on device results. No adverse event reported due to these results. Requested return of suspect system and replacement was sent.